Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the patient concern with the product" as well as seroma, rupture and capsular contracture baker grade iii healthcare professional additionally reported "evacuation hematoma." Device has been explanted.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the patient concern with the product" as well as seroma, rupture and capsular contracture baker grade iii. Healthcare professional additionally reported "evacuation hematoma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and two openings on anterior. A microscopic analysis was performed which identified: two striated openings on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.